Manufacturer narrative:
The investigation was completed by conducting a thorough evaluation of the product and the reported information. The issue was determined to be a defect in the product.

Event description:
It was reported that the site is unable to void or change the approved care plan back to pending after making changes. The plan is available for prescribers to use and is incorrect. Based on the available information, there was no report of actual mistreatment.